Manufacturer narrative:
(B)(4). Concomitant medical products- persona partial femur cemented size 3 left medial catalog #: 42-5580-003-01 lot #: 64036254, persona partial tibial cemented size g left medial catalog #: 42-5380-007-01 lot #: unk. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The product was evaluated through manufacturing review, however, the reported event could not be confirmed with the information provided. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report was previously submitted erroneously on oct 3, 2018 under manufacturing report number 0001822565-2018-05354.

Event description:
It was reported that the patient was revised due to infection two months after initial knee procedure. It was reported the patient presented as infected, joint was extensively debrided and washed out, the articular surface was replaced.